Event description:
It was reported that the patient experienced spasms in the lower back and was assisted by the physician. It was also noted that the patient was prescribed with antibiotics for unknown reason.

Event description:
It was reported that the patient experienced spasms in the lower back and was assisted by the physician. It was also noted that the patient was prescribed with antibiotics for unknown reason. No further information could be obtained despite good faith efforts. Additional information was received that the patient was given muscle relaxers but continues to have back spasms. The patient had a care plan in place.